Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint sample: only one empty zipper tray and lid was returned for investigation suture and needle and complaint sample foil was not received for analysis. Retained sample evaluation: five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples. All the individual as well as average needle pull-off test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any adverse patient consequences and what medical / surgical intervention was provided to mange them?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During surgery the suture got detached from the needle at the swaged point. There were no adverse patient consequences reported. Additional information was requested.